Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No moisture damage electronic assembly. The insulin pump has stripped battery cap coin slot, minor scratched lcd window, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It is reported by the patient that their insulin pump has moisture damage. The patient's blood glucose level is 327mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.